Event description:
It was reported that prior to starting a da vinci s hysterectomy surgical procedure, the fenestrated bipolar forceps instrument was not recognized by the sys. No other info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a test sys to check for recognition, recognition and engagement passed. The instrument moved intuitively with full range of motion in all directions. Engineering also observed the distal end of the main tube has various scratch marks, some of which are deep enough to have removed material from the tube. The scratches are randomly oriented, and although some are parallel to main tube axis, the size and relative proximity to each other suggests the scratches were caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to instruments. Do no use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument.